Manufacturer narrative:
Investigation: per general description, customer produced greater than 7.5 inr. Inratio meter measures inr range from 0.7-7.5 inr. These high results may be caused by several technique or patient-specific issues. No indication of these issues were reported by the customer. Correlated lab result of 1.3 inr provided. Reported results are outside of the determined confidence limits for passing accuracy comparison. The criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No product associated with the complaint is expected for return. No strip lot info provided. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined. No product was expected to be returned and no strip lot info was available, further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio inr: >7.5 (finger-stick), lab inr: 1.3 (venous). Less than twenty (20) minutes elapsed between tests. No procedural details were provided. Pt's therapeutic range is 1.5-2.